Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that two foley trays were malfunctioned as the saline used to inflate the balloon went into the drainage bag instead of the balloon and therefore did not inflate.

Event description:
It was reported that two foley trays were malfunctioned as the saline used to inflate the balloon went into the drainage bag instead of the balloon and therefore did not inflate.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.